Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based upon the information from oekg, the cause was presumed that physical stress was applied to the tip of the scope due to the handling of the user. There is a mark of physical stress applied to the distal end of the scope. According to a similar complaint, it has been pointed out that there may be a gap in the distal end adhesive part due to user handling. According to IFU, the user may have neglected to check the condition of the tip of the scope, and there is a possibility that the adhesive part may deteriorate over time due to continuous use in that condition. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the service department of olympus europa (B)(4), it was found that the distal end cap was lifting and coming away from the distal end itself. Also there was a water stain mark evident when the distal end cap was removed, and there was evidence of adhesive on the distal end cap. (B)(4) contacted the facility for further information, the facility had not been aware of the failure of the distal end, therefore (B)(4) could not obtain the details. (B)(4) surmised that the reported phenomenon might be attributed to the user handling and the chemical damage. There was no report of patient injury associated with the event.